Manufacturer narrative:
An event regarding a disassociated pin involving a femoral impactor extractor was reported. The event was confirmed by the return of the device. Method & results: device evaluation and results: a visual inspection confirmed that the pin had disassociated from the device. Medical records received and evaluation: not performed as there is no indication that the event was related to patient factors. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 2 other similar events reported for this manufacturing lot. Conclusions: the investigation determined the likely root cause of the event to be a manufacturing non conformance which is within the scope of ncr as it was manufactured prior to implementation of ecn. Ncr was initiated and closed. It refers to a manufacturing nonconformance of an insufficient press fit on the pin that was displaced. It resulted in ecn which dimensionally corrected the issue. All field items, items in finished goods, and items anywhere in the manufacturing process were dispositioned as use-as-is. The severity associated with this event does not exceed the expected severity level. If additional information becomes available, this investigation will be reopened.

Event description:
It is reported by (B)(6) that the fixing pin of the clamp got loose. Pin was reinstated.

Event description:
It is reported by (B)(6), nurse of the hospital, that the fixing pin of the clamp got loose. Pin was reinstated.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.